Event description:
Patient had a x-ray procedure performed on him and he left without complaint. Two weeks later as part of the routine follow up, the x-ray physician contacted the patient. Now the patient stated he was electrically shocked and that he lost consciousness briefly during this procedure. Also, the patient stated there were no long term effects from the shock.

Manufacturer narrative:
The investigation is still ongoing on this event. The system will require detailed testing and will take longer than the 30 day time frame to complete this investigation. When the investigation is completed, a follow-up report will be sent to the FDA.